Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system had drawer failure due bad solenoid and controller board. A field service engineer replaced solenoid and drawer controller board to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced a burning smell and drawer 5 was not detected on bus. During device inspection, a field service engineer found that solenoid was overheating. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, e3, g6, h2, h6, a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 29-may-2022 to 28-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer produced a smell of burnt components due to overheated solenoid. The field service engineer replaced the solenoid and board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system produced a burning smell and drawer 5 was not detected on bus. There were no adverse events or injuries reported based on this incident.